Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 168 mg/dl, hi (greater than 600 mg/dl), and 485 mg/dl. Insulin was taken based on result of 485 mg/dl; reported low blood glucose symptoms 30 minutes later with result of 65 mg/dl (able to self treat). No adverse event related to the device reported. Requested return of suspect device and replacement was sent.